Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A complaint search into the complaints database was performed, no other complaint was reported for the affected product code and lot combination. Critt analysis conducted on a previous complaint shows a weakness of this assembly. The design of product has since been changed (new definition starting from batch 5120205). This change was initiated through (B)(4). The root cause is related to the design of the product. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A large portion of the small diameter of the reaming shaft has snapped off. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.